Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000061067. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation did not determined which lead migrated.